Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with palpitations. The atrial lead exhibited sesning anomaly, high capture and impedance issue. The lead was explanted. No patient was stable post procedure.